Event description:
Lap chole - "the clip applier when fired multiple times due to bleeding started misfiring and the clips started shooting out of the clip applier sideways." "The clip applier started outworking fine for the first 5 or so clips and then the doctor had a vessel that started bleeding and was using the clip applier to try and stop the bleeding. He was firing it quickly trying to get the bleeding to stop when the clips started coming out of the jaws sideways and falling out of the jaws."

Manufacturer narrative:
The incident has been returned and is currently undergoing engineering eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.